Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 22nd november 2017 and the device successfully passed an auto self-test and was then power cycled passing a self-test. No further log entries were recorded prior to receipt at heartsine. The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. During the investigation, the green status led was flashing green along with an audible chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in a leakage current to the beeper. The fault could not be replicated when the red status led was removed from the membrane. The status leds are tested during heartsines final unit test, this would therefore indicate the fault was intermittent in nature, or, the component failed after dispatch from heartsine.

Event description:
When pad-pak inserted the device beeps. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
When pad-pak inserted the device beeps. No patient involved.